Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend has been identified. Event description: it was reported that the sulox head was implanted on right hip side on (B)(6) 2000 and revised on (B)(6) 2017 due to implant fracture after the patient fell at home. Review of received data: no medical data such as x-rays or surgical notes received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the device is intended for treatment. Conclusion summary it was reported that the sulox head was implanted on right hip side on (B)(6) 2000 and revised on (B)(6) 2017 due to implant fracture after the patient fell at home. The investigation results did not identify a non-conformance or a complaint out of box (coob). Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. The trauma which the patient experienced at home might have caused or contributed to the fracture of the implant. However, based on limited information available, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to 0009613350-2019-00295.

Manufacturer narrative:
Concomitant medical products: item# 17.28.05, lot# unknown, sulox-head 28 s 12/14. Premarket identification: this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k923808. Device evaluated by manufacturer: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient experienced a fall at home and underwent revision surgery due to implant fracture. The date of the revision is unclear. Attempts to obtain additional information have been made; however, no further information has been provided.